Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the cause of the burning smell and voltage errors was the isolatran line conditioner. Fse reported the isolatran line conditioner was burned and charred. The power cable harness was melt and had burning smell. Fse replaced the isolatran line conditioner along with the power cable harness to resolve the issue. (B)(4).

Event description:
The customer reported the unicel dxc 800 synchron system had burning smell and voltage errors. Customer reported there was burning smell but no visible smoke and no fire. No exposure reported. No erroneous results generated. No fire department called.